Event description:
It was reported that the hearing performance with the device was affected after the user fell on the implanted side. There is now only occasional response to very high sound. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears likely. In addition, information in the device explantation report states that the device could be slightly rotated when palpating. However to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
It was reported that the hearing performance with the device was affected after the user fell on the implanted side. There is now only occasional response to very high sound.

Event description:
It was reported that the hearing performance with the device was affected after the user fell on the implanted side. There was only occasional response to very high sounds. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the hearing performance with the device was affected after the user fell on the implanted side. There is now only occasional response to very high sound.